Event description:
It was reported that there was ventricular undersensing noted on the lead. The entire system was abandoned and a new system was implanted on the right side.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.